Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of spo2 cable. Unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue the accutorr v monitor, which may have affected spo2 monitoring. No pt injury was reported.